Manufacturer narrative:
This malfunction was determined to be reportable as this same malfunction has previously contributed to a serious injury within the last three years. Ref MFR 2126677-2010-00010. This action was reported to FDA per 21 par 806 on 10/05/2011. Reference corrections and removals report number 2126677-10/5/11-002-c. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.

Event description:
It was reported that a pt barrier rotational handle lock was broken in a manner that prevented it from locking into position. No injury was reported.